Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, revision, tissue damage, scarring, disfigurement, removal of implants, asymmetry, accumulation of fluid, capsulectomy, pain, anxiety, panic disorder, chronic headache; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing."

Event description:
Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, revision, tissue damage, scarring, disfigurement, removal of implants, asymmetry, accumulation of fluid, capsulectomy, pain, anxiety, panic disorder, chronic headache; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Patient has not been diagnosed with bia-alcl" this record is for the right side. The device has been explanted.